Event description:
The user facility reported that the coating sheared off the guidewire during a procedure. Follow up communication with the user facility reported: the patient's vascular was severely calcified and tortuous; there was difficulty in advancing the competitor's venous cannulae into the femoral; the radifocus guidewire was inserted and tried to advance the competitor's venous cannulae over the guidewire; considerably high resistance was met; and the guidewire was removed and the urethane layer was found to have been sheared off.

Manufacturer narrative:
The actual device was returned to the manufacturing facility and evaluated. Visual inspection upon receipt revealed the urethane layer had been sheared off the wire on approximately 77 -307mm from the distal end, 230mm in the total length. The separated urethane layer measured approx. 230mm. Magnifying inspection of the sheared segment found that the shear cross-section had a smooth surface, with no steps on the cross-section surface. The urethane layer on the undamaged area was sheared off the wire with a blade intentionally for the purpose of checking the state of adhesion of the urethane layer to the core wire. No anomalies were revealed. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications, being comparable to that of a current product sample. The actual sample was primed with saline solution sufficiently and underwent tactile inspection for the state of the activated hydrophilic coating along the wire, excluding the damaged segments. No catch was felt; it is likely that the hydrophilic coating has been applied along the wire properly. Magnifying inspection of the separated urethane layer found that it had been hollowed in a semicircular shape along the total length with one end having been half rounded. The cross-section surface was found to be in the smooth state. Reproductive testing was conducted. A current guidewire m product sample was inserted into a metallic material and withdrawn from it. The urethane coating was sheared from the product sample. The sheared cross-section surface of the urethane coating was confirmed to be in the smooth state. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance is consistent with the actual sample having come in contact with a sharp object and sheared the urethane layer with it. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and /or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and /or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).